Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
After review of the cec adjudication minutes, the event date was corrected to (B)(6) 2012.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(6) study indicated that the patient had a precise 9 x 40 stent successfully implanted in the proximal left internal carotid artery (lica) target lesion during the study index procedure. The patient was reported to have experienced a non-q-wave myocardial infarction (mi) the day after the procedure. The adverse event (ae) was reported to be unrelated to a cordis product/or the index procedure. There were no reported procedural complications or device deviations during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged eight days after the procedure. The patient was asymptomatic during the procedure. The proximal lica target lesion was 80% stenosed, 20 mm. In length, 6 mm. Reference diameter, moderately calcified/tortuous, and eccentric. The residual stenosis was 20%. The patient's medical history includes: smoking, diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. High risk criteria: knowledge of two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized. The product was not returned for analysis a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15621764 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the proximal left internal carotid artery (lica) target lesion during the study index procedure. The patient was reported to have experienced a non-q-wave myocardial infarction (mi) the day after the procedure. Coronary angiography was done. The adverse event (ae) was reported to be unrelated to a cordis product/or the index procedure. There were no reported procedural complications or device deviations during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Additional information was requested. The patient was discharged eight days after the procedure. The patient was asymptomatic during the procedure. The proximal lica target lesion was reported to be: an 80% stenosis, 20 mm. In length, 6 mm. Reference diameter, moderately calcified/tortuous, and eccentric. The residual stenosis was 20%. The lesion was pre-dilated. A 6 mm. Angioguard embolic protection device was used for the procedure.